Manufacturer narrative:
H6: ventec has determined that this device was placed into commercial distribution back in december of 2012, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state ¿none.¿ this device was also manufactured by a different medical device manufacturer, invacare. With the information previously provided by invacare, ventec has been unable to determine the date of manufacturer. As a result, section h4, device manufacturer date, shall be left blank. Ventec has reached out to invacare for the date of manufacturer. If/once received, section h4 shall be updated accordingly. The device has not been returned to ventec for evaluation. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that an oxygen concentrator had overheated, "caused a large scorch mark on their wood floor. The fire department had to be called and taking a report." There were no reports of patient involvement associated with the reported event.